Event description:
It was reported that the patient had swelling around the pump without redness or a "temp". The patient went to the ER and they initially removed 10cc of serous fluid for testing. The next day at the hospital, 110 cc's of "serous exudate" was removed. The patient was discharged from the hospital approx four days later and returned to the hospital on (B) (6) 2010 with more swelling. The patient stated that the area around the pump was "another football". The patient stated that it was not a hematoma or an infection. The patient planned to follow-up with their physician the next day. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Caller states patient reportedly received results of 321 mg/dl and 159 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.